Event description:
It was reported that a pt implanted with an ancure bifurcated graft in 2001, at a hosp was transferred to the clinic the following day with a perforated thoracic aorta. The clinic physician believes that this may have resulted during the implant procedure, when either a wire or the catheter dissected through an angulated aorta, (60 degree angle). The pt has a pseudoaneurysm and is scheduled in 3/2001 to have a compassionate use gore endograft placed in the thoracic aorta, using a 24 french sheath through the ancure endograft.